Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 04 was failed to open. A field service engineer reconnected the loose pyxibus cable at the controller board for drawer 2, zone 4 and verified the connection via zone location. The customer successfully removed medication from the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000, the user was attempted to issue bactrim ds 800mg/160mg tablets from drawer 04 (matrix drawer), but the drawer did not open. However, there were no adverse events or injuries reported based on this event.